Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator's pressure increased, gradually decreasing. It is unknown whether there was a delay, whether the surgery was completed and if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. Replacement was unnecessary, and there was no impact on patient pressure or oxygenation. Immediate action that was taken: act was measured and found to be within the target range, but 10,000 iu of heparin was administered.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 3331, 213, 67) the returned sample was inspected upon receipt and was found to have no anomaly, such as breakage. After the sample was rinsed, bovine blood was circulated to measure the pressure drop. The value met the factory¿s specification, with no obstruction found. Saline solution was also flowed into the blood channel, and no blood clot was formed. The provided photos were reviewed and confirmed that blood clots had been formed throughout the gas exchange section of the oxygenator. However, a root cause was unable to be determined as the device was found to function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 14, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.